Event description:
Philips received a complaint on the v60 ventilator indicating that there was a co2 rebreathing risk alarm. The customer nurse stated that, during their rounds, the ventilator alarmed for co2 rebreathing risk. The patient reported to the nurse that they were experiencing chest tightness. The device and tubing were checked, and no issues were found, so the ventilator was replaced. Half an hour after ventilator replacement, the patient reported to the hospital staff that the chest tightness had alleviated. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The hospital equipment department was notified for the need of maintenance on the device. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 14aug2025, it was stated that the gas delivery system (gds) was replaced by the hospital equipment department. The asp confirmed that the device was returned to normal use following the part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.